Manufacturer narrative:
Insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Insulin pump communicated properly with test guardian link transmitter. No lost sensor alarm noted during testing. Pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer¿s blood glucose was unknown at the time of incident. The customer performed troubleshooting and the customer was able to clear the alarm and was able to rewind the insulin pump however, self test did not pass. Customer advised the insulin pump will need to be replaced. Customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for the analysis.